Manufacturer narrative:
Exact date unknown, event occurred in 2019. Implant date: (B)(6) 2019.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and not returned. No device malfunction was suspected.